Event description:
Surgeon used a disposable ethicon echelon 3000 stapler several times. The last time it was used with a black load it only cut the lung tissue halfway and stopped. The manual override was used, stapler was removed, a new stapler opened, case proceeded, no harm done to the patient. Pictures of what was found are attached.